Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer. The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The potential root cause of the reported malfunction was due to excessive impact to the lid of the device. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: chapter 3 inspection before use, 3.2 inspecting the lid and lid packing. Before using the equipment, always check that there is no irregularity regarding the following points on the lid and the lid packing. If there is any irregularity, cleaning fluid or disinfectant solution may leak out. Ensure the lid is not cracked, broken, or otherwise damaged. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
During troubleshoot via telephone, the customer requested onsite repairs for the cracked lid on the automated endoscope reprocessor (aer) machine. An olympus field service engineer was dispatched the parts were ordered. The fse visited the user facility and repaired the lid on the aer and verified according to the original equipment manufacturer instructions. The software attributes have been verified/confirmed and the aer passed the electrical safety test . The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the top lid on the automated endoscope reprocessor machine has a large crack, is leaking and requires repair. No patient/user injury or infection was reported.